Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned microcatheter was missing a distal part of its tip. Mid to proximal segment of the tip was scuffed possibly made by contacting calcium. Proximal to tip breakage end, necking of the remaining tip was observed. Longitudinal scratches were also seen on the tip surface that derived from a v-shaped notch of the tip breakage end. Measuring length of the remaining tip, it was concluded that approximately 1mm of the distal end of the tip was missing. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied upon catheter removal while the distal tip was being trapped by the severely tortuous and severely calcified lesion as the tip was pushed hard against the calcium by increased stiffness of the concomitant guide wire. There was no indication of product deficiency. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a severely tortuous, severely calcified 90-99% stenosis in the lcx #13. A 0.014 inch guide wire was advanced followed by the microcatheter. After the microcatheter successfully cross the lesion, wire exchange was made. Upon removal, the tip of the microcatheter became separated. An attempt was made to retrieve the separated tip, however, failed. Another attempt to embed the separated tip to the artery wall by stenting was made; however, the separated tip migrated into the ac branch during stent delivery. The physician determined to leave the separated in situ and resumed the pci. The procedure was successfully completed with reestablished blood flow. There were reportedly no adverse patient effects related to the separated tip.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.